Event description:
The customer contacted stryker to report their device turned off during use in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The investigation determined that voltage drop measurements taken across the battery terminals were abnormally high. Stryker replaced the device's battery terminals to resolve the reported issue. It was determined that the root cause of the reported issue were faulty battery terminals. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device turned off during use in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.